Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic dissection. An intraoperative angiogram revealed a proximal type I endoleak. Two months later, two add'l gore tag thoracic endoprostheses were implanted, but the proximal type I endoleak persisted. The physician will continue to monitor the pt.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, a gore tag thoracic endoprosthesis (lot#04206061) was implanted. Two month later, two gore tag thoracic endoprosthesis (lot#04370885 and lot#04284235) were implanted.